Manufacturer narrative:
Follow up 26-aug-2016: the investigator updated the essure removal date to (B)(6) 2011. On (B)(6) 2011 the patient experienced pelvic pain with unknown outcome considered as serious due to hospitalization and unrelated to essure by investigator. On (B)(6) 2011 the patient experienced metrorrhagia and recovered from this event on (B)(6) 2011. This event was considered as serious due to hospitalization and unrelated to essure by investigator. Metrorrhagia with pelvic pain and hysterectomy with salpingectomy performed on (B)(6) 2011. Histology showed uterine adenomyosis. No other information available. Follow-up received on 01-sep-2016 and additional information received on 02-sep-2016: information received from investigator states that the previously reported events metrorrhagia (started on (B)(6) 2011) and menometrorrhagia (started on (B)(6) 2011) were, in fact, the same event. According to reporter, the visit occurred on (B)(6) 2011 but the event started in (B)(6) 2011. The event menometrorrhagia was then maintained and metrorrhagia was amended to menometrorrhagia. The essure lot number (623210) was added. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: menometrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a female patient who was involved in an observational company-sponsored study. She experienced menometrorrhagia and pelvic pain after essure placement and was submitted to a hysterectomy and salpingectomy. Upon receipt of follow-up information, the reported events metrorrhagia and menometrorrhagia were the same event, therefore the event metrorrhagia was deleted and amended to menometrorrhagia. The reported events are listed according to essure's reference safety information and were considered serious due to medical importance and hospitalization. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Abdominal and pelvic pain may occur, as well. In this particular case, the events occurred one year and 8 months after essure insertion. Then, she was submitted to a hysterectomy and salpingectomy (two years after placement). Although the investigator considered the events as unrelated to essure use, given the events nature per se; company considers causality with the suspect insert cannot be totally excluded. Due to the intervention reported (hysterectomy), this case was considered an incident. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Since lot number was provided, an updated product technical complaint is expected.

Manufacturer narrative:
Quality safety evaluation received on (B)(6) 2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Lot number 623210 manufacturing date: (B)(6) 2009 expiration date: (B)(6) 2012. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, study case report refers to a female patient who was involved in an observational company-sponsored study. She experienced menometrorrhagia and pelvic pain after essure placement and was submitted to a hysterectomy and salpingectomy. Upon receipt of follow-up information, the reported events metrorrhagia and menometrorrhagia were the same event, therefore the event metrorrhagia was deleted and amended to menometrorrhagia. The reported events are listed according to essure's reference safety information and were considered serious due to medical importance and hospitalization. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Abdominal and pelvic pain may occur, as well. In this particular case, the events occurred one year and 8 months after essure insertion. Then, she was submitted to a hysterectomy and salpingectomy (two years after placement). Although the investigator considered the events as unrelated to essure use, given the events nature per se; company considers causality with the suspect insert cannot be totally excluded. Due to the intervention reported (hysterectomy), this case was considered an incident. A product quality defect could not be confirmed but is considered plausible.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6)-2009 and refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on (B)(6)-2011 which qualifies this case as an incident. Study description: study (B)(4) success ii, essure (B)(4) is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 2 children with 2 elective abortions and menstrual pain. She used combined pill as contraception. Her last menstrual period was on (B)(6) 2009. At the time of essure insertion, the patient was in amenorrhea, she used 2 successive pill packs and her beta hcg test was (B)(6). On (B)(6)-2009, essure was inserted in the operating room (outpatient); no anesthesia was applied during the procedure. The patient's uterine cavity condition was normal, and her uterus was not retroverted. The procedure was started on the left side. The physician considered easy to introduce the catheter into both tubes. At the end of procedure, 2 coils were externally visible in the uterine cavity on the left side and none on the right side. The procedure took 4 minutes and bilateral placement was successful. The patient experienced pain during the procedure. Vasovagal syncope was denied. No other procedure was done at the same time of essure insertion. During postoperative consultation, the patient reported that she did not use postoperative analgesics; and did not experienced postoperative effects. She used combination pill as back-up contraception. On (B)(6)-2010, radiography was done and showed symmetric inserts. Investigator concluded inserts had good position and considered the final result of the procedure as a success. In 2010 (date not specified), the patient reported weight gain of 18 kg and painful bleeding. In 2011, she reported a hysterectomy was done. Ptc investigation result was received on (B)(6)-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by (B)(4) and older cases received by conceptus with similar events coded in (B)(6). In this particular case a search in the database was performed on (B)(6)-2015 for the following (B)(4) preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases (B)(4) is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study. She experienced painful bleeding after essure placement and was submitted to a hysterectomy. The reported event, regarded as genital bleeding, is listed according to essure's reference safety information and was considered serious due to medical importance. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event was reported at 1-year follow-up. Later, the patient stated she was submitted to a hysterectomy. Although limited information was provided; given the event's nature and in the lack of an alternative explanation; company considers causality with the suspect insert cannot be excluded. Due to the intervention reported (hysterectomy), this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow-up received on 13-jun-2016 - updated quality-safety evaluation of ptc: ptc global number: (B)(4). This complaint is more related to patient adverse events, we are not able to relate. No sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2016 for the following meddra preferred term: menometrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She experienced menometrorrhagia (previously reported as painful bleeding / bleeding reported in a fu at 12 months) after essure placement and was submitted to a hysterectomy. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred 655 days after essure insertion. Later, the patient stated she was submitted to a hysterectomy. Given the event's nature and in the lack of an alternative explanation; company considers causality with the suspect insert cannot be excluded. Due to the intervention reported (hysterectomy), this case was considered an incident. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Follow up information received on 26-jan-2016: essure confirmation test was performed 3 months post-placement by plain abdomen x-ray and showed implants in place on (B)(6) 2011. The patient saw the gynecologist for menometrorrhagia; a hysteroresection was performed: sub-mucosa adenomyosis. The menometrorrhagia persisted. In (B)(6) 2011, a hysterectomy was performed. The ana-pathotoly test showed uterine body adenomyosis. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-jun-2015 for the following meddra preferred term: menometrorrhagia. The analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She experienced menometrorrhagia (previously reported as painful bleeding / bleeding reported in a fu at 12 months) after essure placement and was submitted to a hysterectomy. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred 655 days after essure insertion. Later, the patient stated she was submitted to a hysterectomy. Given the event's nature and in the lack of an alternative explanation; company considers causality with the suspect insert cannot be excluded. Due to the intervention reported (hysterectomy), this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.